Event description:
It was reported that there was a loss of therapeutic effect. Patient had a spinal tap on (B)(6) 2013 and they were unable to get into her spine due to arthritis. It was noted that now the pain in her back had returned. Patient could feel stimulation but it was not relieving the pain and the patient could hardly walk. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead . (B)(4).